Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead sustained fracture. The lead exhibited high impedance and there was no capture and sensing. The lead was surgically abandoned. No additional adverse patient effects were reported.